Manufacturer narrative:
H10: h2, h6. The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. A review of risk management files found that the reported failure was documented appropriately. A review of the operations service manual found the following warnings and precautions maintenance other than fuse replacement, the controller has no user-serviceable parts. It is designed to provide consistent output levels and is calibrated by clock crystals, voltage references, and fixed resistors. There are no internal adjustments in the instrument and, due to the calibration methods, no annual maintenance check is required. If any component malfunctions, call customer service for a return authorization. A service manual with detailed descriptions of operation is available upon request. Call customer service to request a copy. Fault internal power failure f4: hardware failure if a power cord other than the power cord from the manufacturer is used, please ensure the power cord complies with the voltage and current rating listing on the back panel of the controller. Failure to do so may alter the performance of the controller a relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
H2: additional information on h6. H2: correction on d4.

Manufacturer narrative:
(B)(6). Internal complaint reference case- (B)(4).

Event description:
It was reported that, during an rc repair procedure, the quantum 2 controller displayed an f4 error. The procedure was completed with a competitor device. No significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the rf12000, q2 controller s/n: (B)(6); the warranty seal is not broken and in its original condition. The manufacturing date of the controller is rev.q ¿ 2016. No visible manufacturing abnormalities were found; during functional evaluation the unit was powered-up and immediately an hardware failure f4 came up with an acoustical sound and the red attention led; the failure could not be reset; the complaint was confirmed and the root cause was associated with a component failure; factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. A corrective action has been initiated to mitigate future recurrence of similar events.